Event description:
It was reported that an unspecified malfunction occurred with the receiver. The date of the event is an approximation. This is 1 of 2 reports in which the patient required medical intervention and hospitalization on separate occasions. On (B)(6) 2025, at approximately 11:00 am, the patient awoke and attempted to go to the bathroom but fell, despite remaining conscious. The patient stated that his cgm ¿did not read or warn him that he was low,¿ though he was unable to specify the exact malfunction experienced with the device. The patient activated his life alert button, and ems arrived at approximately 12:30 pm. The patient sustained bruising to his arm and back from the fall. A bg meter reading obtained by ems measured 24 mg/dl. The patient was treated with unspecified IV therapy and transported to the emergency room. Upon arrival, he was admitted to the ICU and advised that he had been close to experiencing a ¿diabetic coma.¿ his bg levels were monitored every two hours, and he continued receiving unspecified IV treatment. The patient was discharged from the hospital on (B)(6) 2025, and was transferred to a nursing home. He remained there for two months before returning home. At discharge, he was sent home with ¿nursing services and meds,¿ though no additional details were provided. At the time of the report, the patient stated he was ¿fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 reports in which the patient required medical intervention and hospitalization on separate occasions. Please see related record (B)(4).